Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was separated from the jaw when taken out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was separated from the jaw when taken out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool jaws were observed. Traces of charred tissues were evident on the jaws. Microscopic inspection showed the heater wire flexed away and detached from the tip but remained attached at base of the hot jaw. The silicone insulation on the jaws appeared intact with no sign of crack nor peeling. Based on the returned condition of the device and the evaluation results, the reported failure material twisted/bent was confirmed. Specific actions for the reported failure material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25143597, 25143381, and 25142904 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was separated from the jaw when taken out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.